Event description:
The vascular endopath stapler was in use, and worked twice. On the third firing of the stapler there was a mechanical failure of the vascular stapler in which the plastic insert (load/cartridge) containing staples dislodged from the stapling device after firing the stapler and opened the jaws.